Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to circumstances of the procedure as it is likely that the friable leaflets and the reported difficult imaging contributed to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first mitraclip xtr clip was deployed without any issues. The second mitraclip ntr clip delivery system (cds) was advanced to the mitral valve. Difficult imaging was noted. The clip was deployed. Immediately after deployment, it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). An additional clip was deployed to stabilize the slda clip and reduce the mr to 1-2. In the physicians opinion, the slda was due to the friable leaflets. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.